Manufacturer narrative:
The FDA has been contacted, but did not provide any info. Puritan bennett could not perform further investigation due to no device serial number nor customer info available.

Event description:
This record was found during maude search. "Pt on puritan bennett 840 ventilator, settings simv 12, vt 350 ml, psv6, peep 5, fio2 45%. Ventilator stopped working spontaneously. Ventilator safety valve opened so that pt could breath spontaneously through the circuit, but there was an increase in work of breathing. Pt spontaneously breathing 30 x per minute. There was no power failure in the hospital at that time. Respiratory therapist in the room at the time of this event was able to manually ventilate the pt and immediately switched the pt to another ventilator. No harm noted to the pt."